Event description:
Event description cpi received information from an out of service form that states: this sweet tip bipolar lead (4269) was removed from service because of elective replacement (v-threshold rose to 6.0v). The (4269) was returned to cpi for analysis. Cpi analysis shows insulation abrasion.